Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The high blood glucose event lasted approximately three to four hours. The patient was treated with manual injection, after which event was resolved. No further information is available.